Event description:
On (B) (6) 2010 the pt reported that yesterday he had an elevated blood glucose reading of over 200 mg/dl with his normal range being below 100 mg/dl. He had no symptoms. The pt confirmed the time and basal rates on his insulin infusion device are accurate. He confirmed his daily total for yesterday was 38 units of insulin. He was instructed to disconnect from his infusion headset and bolus 3 units of insulin into the air which he did without error. Troubleshooting did not find any product issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.